Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cs300 intra-aortic balloon pump (iabp) unit does not turn on and alarm.

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) unit does not turn on and alarm. There was no patient involvement.

Manufacturer narrative:
Updated data: b4, e1, e2, e3,g 2, g3, g6, h2, h10, h11. Corrected data: b5, b6, b7, d10, h6 (clinical & impact).

Manufacturer narrative:
Corrected field: d4 UDI number, h6 medical device problem code updated fields: b4, d8, d9, g1-contact person at mfg-site, g3, g6, h2, h3, h6- type of investigation, investigation findings, investigation conclusion, component code and h11. A getinge field service engineer (fse) troubleshoot and replaced the pcb, motor controller to restore regular operation. Operation tests carried out with positive results. Unit returned to customer.

Event description:
N/a.